Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that new patients and orders were not crossing to all pyxis. A technical support specialist (tss) confirmed that the issue was related to centerpoint. Once the centerpoint issue was resolved, patient and order messages resumed crossing correctly to all pyxis devices, restoring normal functionality. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the new patients and new orders were not crossing over. There were no delay, no adverse events or injuries reported based on this event.